Event description:
A customer contacted beckman coulter inc. (Bec) stating that upon repeat the unicel dxi 800 access immunoassay system generated twenty one (21) free thyroid hormone (ft3) patient results that did not match the original results. The customer indicated that the patient samples initially recovered below the normal reference range, of 2.5 pg/ml - 3.9pg/ml, and repeated higher, within the normal reference range. In comparison, some of the patient results were >12% different, which the customer interprets as outside of the ft3 imprecision coefficient of variation (%cv). The results provided by the customer are shown. The customer is not reporting patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
No specific sample details are available to date. Per bec evaluation, qc data indicated that performance is within acceptable ranges. Calibration data shows acceptable calibrations. All pipettors are performing within specifications. Service was not dispatched for this event. The customer is sending all of the low free t3 samples to a reference laboratory for additional testing.